Manufacturer narrative:
(B)(4).

Event description:
The patient's pump was filled on (B)(6) 2011 without incident; reservoir volumes were accurate. On (B)(6) 2011, the pump was turned off due to difficulty in waking the patient up. On (B)(6) 2011, the patient was reported to be in the intensive care unit still dealing with a decreased level of consciousness. A consult was made to another pain physician as the primary physician did not have privileges at that hospital. The pump contents were emptied and no discrepancies were found. The pump was used to deliver hydromorphone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.